Event description:
It was reported that the patient had fraying and detachment of pieces of the driveline proximal to the modular cable. Photos of the reported damage were provided. X-ray's of the driveline were planned. The patient was asymptomatic at the time. It was recommended that the center slide the bend relief back to cover the metal portion of the driveline and apply rescue tape to the area.

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: review of the submitted log files could not confirm the report of low flow alarms. Review of the submitted photos confirmed damage to the pump cable. A specific cause for the reported alarms and the observed damage could not be conclusively determined through this evaluation. The submitted log files did not capture any low flow alarms and showed the device operating as intended at the set speed. Review of the submitted photos of the patient¿s pump cable revealed that the inline connector bend relief was separated from the inline connector. The armor layer was visible and appeared intact with some fraying. No underlying layers were visible. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event